Event description:
It was reported that the hcp experienced difficulty during refill procedures. The hcp had attempted to fill the pump twice under fluoroscopy. The pump was refilled with 10 ml and a few days later, the pt started showing signs of withdrawal. They aspirated from the pump, expecting nearly 10 ml and got back only 3 ml; 5 cc were filled in the pocket and swelling was noted. The next time the pump was filled, the pocket filled up right away with drug. The hcp aspirated approx 10 ml from the pocket area and there was nothing in the pump. The hcp was concerned with the function of the pump and drug coming out of the septum due to leaking, so diagnostics were done. A catheter access port procedure was successfully performed; the catheter was not primed following the catheter access port procedure. The pump and catheter seemed to be working well; the hcp was able to put indium and sterile saline into the catheter and refill the reservoir. The pt was doing well and as far the reporter knew, the pt had not experienced any subsequent signs of withdrawal/overdose related to the most recent pocket fill. It was uncertain if the pt had experienced any symptoms after the priming error. It was believed that the pt was given oral baclofen.